Event description:
Pt was using cidex opa to disinfect cytoscope devices. Pt has had a persistent cough and nasal congestion then on this date. They felt tightness of their chest after working with the solution for 6 hours. It is reported that pt wears ppe. No medical treatment was sought and the tightness went away. The room has not ventilation when the air conditioning is not on.